Event description:
Customer reported that he was having low and high blood glucose and the paramedics where called due to high blood glucose. The blood glucose reading at the time he called the paramedics was 600 mg/dl. Customer stated that he was transported to hospital. The blood glucose dropped and the reading at the time of hospitalization was 23 mg/dl. Customer stated that he had nausea, high urination, thirsty and severe headache prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.